Event description:
Account states the patient required immediate nasotracheal suctioning to maintain a patient airway. The suction was unable to be utilized due to a malfunction. The unit had a premature shut-off and emergency measures were required.